Event description:
On 12/26/06 nellcor puritan bennett received report of a pt burn. The reporting anesthesiologist stated after 3 hours of using the warmtouch 5800 pt warmer during surgery, the pt had phlyctena and erythematous eruption with burn sensation on the left arm and the back. The reporting anesthesiologists also stated conservative symptomatic treatment of the burn lesion with flammazine cream (sulfadiazine ag) was performed and there were no other consequences for the pt. No other info was provided.

Manufacturer narrative:
Investigation of this report is currently in progress. Nellcor puritan bennett has requested return of the device for failure investigation. A summary will be provided in a supplemental if the device is returned and evaluated, and/or if any new or significant info is learned.